Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device's sound abatement foam was replaced. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported hospitalization - initial or prolonged in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report . In section b5 incorrect description of event or product problem was reported which is correctly updated in this follow up report.in section d2 product code is incorrectly reported as bzd which is now updated as mns and common device name is change accordingly. G.2 section incorrectly mark on health professional the previous report, in this correction report it is correctly marked as foreign . In g4 section PMA/510(k) no was reported as k091319 which is updated as k090248 in this follow up report. In g6 section '15 day' should be unmarked. H.3 section incorrectly reported as yes in the previous report, which is correctly reported as no in this follow up report.